Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her one touch ultra meter was powering off during use and that the meter would not power on. The complaint was classified based on information obtained in a follow-up call by medical surveillance (ms). The patient reported that the power issues occurred between (B)(6) and (B)(6) 2014 at around 07:00 am in the morning. The patient detailed that she manages her diabetes with oral medication (unknown type), diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that ¿one hour¿ after the power issues occurred, she developed symptoms of ¿dry mouth, or feeling thirsty, feeling weak and exhausted¿, which she associated with high blood glucose and that she self-treated by taking her oral medication. During troubleshooting, the customer care advocate (cca) noted that the patient was using the correct test strips but the meter would not power on when a test strip was inserted, however turned on when the power button was pressed. It did not appear that the meter batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.